Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
(B)(4); an overdose was reported. Patient presented to the ER as of the date of this report in an almost comatose state. Healthcare provider (hcp) believed there was an adjustment made with the pump yesterday but wasn¿t certain. Drug delivered via the pump was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.